Event description:
Boston scientific received information that this right atrial (ra) lead was pulled back from the original location. It was noted that this lead's slack had been taken out since implant. In addition, sensing and impedance were normal, while thresholds were undetermined due to atrial fibrillation. Due to the patient's anatomy and the position of the previous pocket and leads, the physician opted to use a new active lead. The ra lead was explanted and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.